Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal, scratched lens, and required a software upgrade. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. The cause was the delaminated dso seal, scratched lens and requires software upgrade. Replaced dso seal, lcd lens and upgrade the latest software version to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.